Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint is considered confirmed through the crf report. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: no intra-op complications, patient fell due to unknown reasons and sustained a distal radial fracture of the right wrist, treated with short arm cast and pain medication. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: poly patella item # 42540000032 lot # 62637763, tibia item # 42532006702 lot # 62970604, femur item # 42502606202 lot # 62781834. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00396, 0002648920-2019-00397, 0001822565-2019-02329. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had an initial right total knee arthroplasty performed and less than five months post op the patient fell due to unknown reasons and sustained a fracture of the right wrist. Patient was treated with a short arm cast and pain medication. Attempts have been made, and no further information has been provided.